Manufacturer narrative:
The technician replaced the casters to repair the bed.

Event description:
Info received indicates the brake is not staying engaged. The brake will set and hold but when pressure is applied to the bed, the brake pedal pops out of the brake position.